Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the customer had been using the insulin pump for less then 48 hours.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 540 mg/dl at the time of the incident and was treated with manual injection. The customer was getting a high blood glucose. The customer reported that the insulin pump system was not been in use within 48 hours of reported high blood glucose event. The device will not be returned for analysis.